Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had high impedances on one of the leads. Reprogramming attempts were only temporarily successful. To address the issue, the physician explanted and replaced the patient's lead. Postoperatively, effective therapy was restored, and the impedance issue was resolved.